Event description:
Event description guidant received information, after the patient with this pacing system was admitted to the hospital for cardiac arrest, that there was intermittent loss of capture and elevated threshold measurements on the ventricular lead. Additionally, review of electrograms indicated periods of undersensing on the atrial lead. The output voltage on the ventricular lead was increased. The sensitivity threshold on the atrial lead was lowered, which resulted in occasional sensing of ventricular signals. A few days later, ventricular pacing threshold measurements remained elevated. At this time, the patient was observed to be pacemaker dependent.